Manufacturer narrative:
Additional information has been provided in d3. Corrected information has been provided in d1 and d4. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp was inserted via percutaneous right femoral arterial access in a 74 year old male patient for (B)(6). The patient¿s comorbidities are unknown. The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. That same day, nursing reported a flat motor current and concern that the impella was in aorta. Imaging was obtained, and echocardiography confirmed that the pump inlet was above the aortic valve, consistent with a shallow pump position. The device was successfully repositioned under echo guidance. No patient harm was reported. The patient had no change in his condition before or after repositioning. The patient remained on impella cp support. The patient ultimately had withdrawal of care after 48 hours and expired due to his underlying critical clinical condition.